Manufacturer narrative:
(B)(4). Batch #: u94t8c. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that in a bariatric surgery, the tip of the harmonic was broken. The material was extracted from the patient, leaving no traces. There were no patient consequences.